Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product will not be returned because it was used. The investigation is in process. Once the investigation  has been completed, a follow-up MDR will be submitted.  Used.

Event description:
It was reported that when the surgeon opened the sterile packaging of the product, a black stain adhered to the plastic bag which contained the stem directly. And the plastic bag was torn. The surgeon used this product.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of complaint history. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. From the reported issue, it was considered that the current packaging configuration for m/l taper and m/l kinectiv hip stems is not providing adequate protection and support to devices, which are distributed through the loaner pool system. When the original package design verification was completed, there was no assessment of product integrity after shipping and distribution conditioning was performed. As a result, the impact of shipping and distribution to the product went unnoticed. So the root cause for the reported issue can be design deficiency. Corrective action has been performed to address this issue, but old packaging configuration products are still in distributor inventory. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.